Event description:
It was reported that a minimum fill notification occurred while caller attempted to reload cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was filling the cartridge with less than 80 units. Tandem technical support educated customer of the minimum fill recommendation for their pump. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.